Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. No medical images have been made available to the manufacturer. Medical records were provided and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with critical limb ischemia of the right lower extremity was scheduled for intervention. An atherectomy of the entire superficial femoral artery (sfa) and peroneal artery was performed. Balloon angioplasty was then performed with 5 x 150, followed by a 6 x 150 and a 6 x 100 focused force balloons to treat a total length of 33 centimeters in the sfa. Prior to balloon angioplasty, intravascular ultrasound (ivus) revealed no dissections in the mid to distal sfa. There was an area of questionable dissection in the proximal sfa, but was not clearly defined and not visually present by angiography. Completion angiography as well as ivus did reveal an area of focal dissection of the proximal sfa which was likely an exacerbation of the previous dissection in this area. The decision was made to treat this with a 6 x 30 bare metal stent (bms). In the mid sfa, there was suboptimal angioplasty and required stenting with a 6 x 40 bms. Post dilatation was performed and ivus revealed resolution of the areas of concern. No complications were encountered. (Manufacturing date: 03/2018). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the superficial femoral artery, vessel dissection was identified. Reportedly, the dissection was treated with a stent; completion imaging demonstrated resolution.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the superficial femoral artery, vessel dissection was identified. Reportedly, the dissection was treated with a stent; completion imaging demonstrated resolution.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with critical limb ischemia of the right lower extremity was scheduled for intervention. An atherectomy of the entire superficial femoral artery (sfa) and peroneal artery was performed. Balloon angioplasty was then performed with 5 x 150, followed by a 6 x 150 and a 6 x 100 focused force balloons to treat a total length of 33 centimeters in the sfa. Prior to balloon angioplasty, intravascular ultrasound (ivus) revealed no dissections in the mid to distal sfa. There was an area of questionable dissection in the proximal sfa, but was not clearly defined and not visually present by angiography. Completion angiography as well as ivus did reveal an area of focal dissection of the proximal sfa which was likely an exacerbation of the previous dissection in this area. The decision was made to treat this with a 6 x 30 bare metal stent (bms). In the mid sfa, there was suboptimal angioplasty and required stenting with a 6 x 40 bms. Post dilatation was performed and ivus revealed resolution of the areas of concern. No complications were encountered. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Manufacturing date: 03/2018).

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with critical limb ischemia of the right lower extremity was scheduled for intervention. An atherectomy of the entire superficial femoral artery (sfa) and peroneal artery was performed. Balloon angioplasty was then performed with 5 x 150, followed by a 6 x 150 and a 6 x 100 focused force balloons to treat a total length of 33 centimeters in the sfa. Prior to balloon angioplasty, intravascular ultrasound (ivus) revealed no dissections in the mid to distal sfa. There was an area of questionable dissection in the proximal sfa, but was not clearly defined and not visually present by angiography. Completion angiography as well as ivus did reveal an area of focal dissection of the proximal sfa which was likely an exacerbation of the previous dissection in this area. The decision was made to treat this with a 6 x 30 bare metal stent (bms). In the mid sfa, there was suboptimal angioplasty and required stenting with a 6 x 40 bms. Post dilatation was performed and ivus revealed resolution of the areas of concern. No complications were encountered. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the superficial femoral artery, vessel dissection was identified. Reportedly, the dissection was treated with a stent; completion imaging demonstrated resolution.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the superficial femoral artery, vessel dissection was identified. Reportedly, the dissection was treated with a stent; completion imaging demonstrated resolution. New information: approximately 9 months post index procedure, restenosis was present and intervention was performed, reducing the diameter stenosis from 55.6% to 25%.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with critical limb ischemia of the right lower extremity was scheduled for intervention. An atherectomy of the entire superficial femoral artery (sfa) and peroneal artery was performed. Balloon angioplasty was then performed with 5 x 150, followed by a 6 x 150 and a 6 x 100 focused force balloons to treat a total length of 33 centimeters in the sfa. Prior to balloon angioplasty, intravascular ultrasound (ivus) revealed no dissections in the mid to distal sfa. There was an area of questionable dissection in the proximal sfa, but was not clearly defined and not visually present by angiography. Completion angiography as well as ivus did reveal an area of focal dissection of the proximal sfa which was likely an exacerbation of the previous dissection in this area. The decision was made to treat this with a 6 x 30 bare metal stent (bms). In the mid sfa, there was suboptimal angioplasty and required stenting with a 6 x 40 bms. Post dilatation was performed and ivus revealed resolution of the areas of concern. No complications were encountered. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the superficial femoral artery, vessel dissection was identified. Reportedly, the dissection was treated with a stent; completion imaging demonstrated resolution.

Manufacturer narrative:
H10: manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with critical limb ischemia of the right lower extremity was scheduled for intervention. An atherectomy of the entire superficial femoral artery (sfa) and peroneal artery was performed. Balloon angioplasty was then performed with 5 x 150, followed by a 6 x 150 and a 6 x 100 focused force balloons to treat a total length of 33 centimeters in the sfa. Prior to balloon angioplasty, intravascular ultrasound (ivus) revealed no dissections in the mid to distal sfa. There was an area of questionable dissection in the proximal sfa, but was not clearly defined and not visually present by angiography. Completion angiography as well as ivus did reveal an area of focal dissection of the proximal sfa which was likely an exacerbation of the previous dissection in this area. The decision was made to treat this with a 6 x 30 bare metal stent (bms). In the mid sfa, there was suboptimal angioplasty and required stenting with a 6 x 40 bms. Post dilatation was performed and ivus revealed resolution of the areas of concern. No complications were encountered. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b6; g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with critical limb ischemia of the right lower extremity was scheduled for intervention. An atherectomy of the entire superficial femoral artery (sfa) and peroneal artery was performed. Balloon angioplasty was then performed with 5 x 150, followed by a 6 x 150 and a 6 x 100 focused force balloons to treat a total length of 33 centimeters in the sfa. Prior to balloon angioplasty, intravascular ultrasound (ivus) revealed no dissections in the mid to distal sfa. There was an area of questionable dissection in the proximal sfa, but was not clearly defined and not visually present by angiography. Completion angiography as well as ivus did reveal an area of focal dissection of the proximal sfa which was likely an exacerbation of the previous dissection in this area. The decision was made to treat this with a 6 x 30 bare metal stent (bms). In the mid sfa, there was suboptimal angioplasty and required stenting with a 6 x 40 bms. Post dilatation was performed and ivus revealed resolution of the areas of concern. No complications were encountered. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Based on the provided medical records, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Manufacturing date: 03/2018).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter in the superficial femoral artery, vessel dissection was identified. Reportedly, the dissection was treated with a stent; completion imaging demonstrated resolution.